Event description:
The complainant alleged that while attempting to defibrillate a pt the device displayed a "fault 78" message and would not charge on approximately six attempts to defibrillate. The complainant indicated the pt expired.